Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a case of sub epithelial opacities, observed on a patient's right eye at seven months post lasik. Reporter indicated the patient was placed on topical steroid eye drops. Patient noted vision was not clear for reading and not comfortable; however, better with steroid eye drops. Additional information has been requested.